Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator shut down after battery depleted when ac power was lost. The customer reported the unit was in use on patient, but there was no patient harm.